Event description:
It was reported the patient low flow alarms associated with dyspnea and overall failure to thrive. The patient's left ventricular internal diameter was 7.6 cm. There was concern that these were symptoms of advanced heart failure and the inability of the pump to offload. A computed tomography angiography revealed an obstruction of the outflow graft due to a clot. Right heart catheterization and echocardiogram were performed. Invasive hemodynamics has been planned the patient was placed on dobutamine and epinephrine. A review of the log file revealed low flow events on (B)(6)2023. The patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the low flow alarms were caused by the outflow graft being clotted off. It was noted that the patient had intermittent episodes of low international normalized ratio (inr).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus could not be confirmed through this evaluation as no images were submitted and the device was not returned. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the reported dyspnea and failure to thrive could not conclusively be established through this evaluation. The submitted controller event log file captured low flow hazard alarms on 31jul2023 and 01aug2023. The submitted controller periodic log file captured a gradual decline in flow between 01jul2023 and 31jul2023. The system appeared to operate as intended at the stored patient speed for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management," also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.